Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that a manufacturer representative showed them how to use the antenna in a better way. They had followed the instructions and seen results.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that since (B)(6) 2016 they could only get two bars shaded, and they never get the full charge screen; it only would stay 1/4 full. It was indicated that the patient had to recharge the implantable neurostimulator (ins) every other day. When recharging was attempted during the report, there was a poor coupling screen present. It was noted that repositioning the antenna and antenna locate did not resolve the issue, and they were able to communicate with another external device. The patient mentioned that were unable to get above 42, and the numbers kept changing quickly. The patient had an appointment scheduled on (B)(6) 2016 with the healthcare provider, and was going to request recharge statistics from the manufacturer representative. There were no ins pocket issues noted the patient reported having back pain due to a pre-existing bad back. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.